Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported in medwatch mw5093700 that within a few days after wearing tampons during her period she started to notice chills and a smell from the vaginal area. She thought she might have bacterial infection so she tried to self treat. She began to feel more sick and experienced chills, diarrhea and vaginal odor. She went to the bathroom and a several day old piece of tampon came out. She started vomiting and continued with chills and later was taken to the hospital by ambulance. No further details or information has been received about her treatment or outcome.